Event description:
Additional information received from the consumer responded ¿none¿ to the following question. Did the replacement of the programmer resolve issue of not being able to turn stimulation off and needing to change the programmer batteries once a week.

Manufacturer narrative:
Concomitant product: product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type I. It was reported the patient did not think the patient programmer (pp) was working correctly because she had seen screens on it that she had never seen before when she tried to use it. The patient sometimes had to use her implantable neurostimulator recharger (insr) to turn stimulation on and off. The patient was going through batteries fast and was having to change the batteries in the pp about once a week. The patient noted she "went through hell last night" because she could not stand the stimulation, but could not shut the stimulation off. The patient confirmed she was using standard aaa alkaline batteries. The patient was advised to call patient services for assistance in the future if she sees screens she does not recognize. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.